Event description:
It was reported that the health care professional (hcp) noted an atrial undersensing on presenting. In addition, patient is currently in atrial arrhythmia and device is set to fixed sensitivity. This lead remains in service. No adverse patient effects were reported.